Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and/or require intervention include access, delivery and deployment events (e.g. Deployment difficulties/failure). Device evaluation summary: the device evaluation showed the following: the fully constrained gore® tag® conformable thoracic stent graft with active control system (cmds) device was returned for evaluation. The primary deployment line (pdl) was identified to be broken near the proximal end of the endoprosthesis on the single stitch side. The primary deployment line that remained connected to the primary deployment knob measured approximately 112.5 cm. The observations of the device evaluation support the physician¿s report of the device not expanding to intermediate diameter following primary deployment. The device was not partially expanded. Primary deployment not completing is likely due to the primary deployment line breaking. The deployment line appears to have broken due to tensile forces. The cause of the primary deployment line breaking could not be confirmed with the currently available information. Based on the available information, there is no indication of a manufacturing deficiency.

Event description:
The fsa reported the following to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat a dissection utilizing the gore® tag® conformable thoracic stent graft with active control system (ctag) in zone 1. It was reported that for an elective treatment plant of a type b aortic dissection, a 22fr dryseal was placed on a standard manner over a lunderquist double curve wire, followed by introduction of the ctag. The physician attempted to deploy the first stage and the handle detached from the deployment line. The stent did not deploy and it was removed without additional measures necessary. The patient was not harmed. An alternate device was used and the case was completed as previously planned. The physician does not know caused the reported event to occur.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.